Event description:
During a cardiac angiogram procedure the guidewire was introduced into the right common femoral artery. The physician attempted to advance the 4fr introducer sheath over the wire but could not be placed due to scar tissue. The physician then attempted to remove the wire and a small segment of the wire sheared off. After several angiograms the wire appeared to remain in the femoral artery. Wire removal was attempted with snare device, but attempts were unsuccessful. The wire was removed via a endarterectomy of the right femoral artery with patch angioplasty.